Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system showing 4 uses remaining. The instrument passed energy delivery recognition, and engagement test. The instrument moved intuitively with full range of motion in all directions. Grips open and close properly. There was no physical damage and no broken cables found. There was no problem detected.

Manufacturer narrative:
The permanent cautery spatula instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery spatula instrument was discovered to have a broken cable. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. Nothing out of the ordinary was found. The issue occurred during a gynecological procedure. There were no issues related to opening/closing the grips, nor the left/right motion of the grips. There were no issues with the up/down motion of the wrist. There were cables visibly protruding from the distal end of the instrument. The protruding cables were the ones that control the opening/closing of the jaws, and the up/down wrist motion. The broken cables were silver in color. There were no instrument collisions during the procedure. No fragments fell into the patient.